Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v129480, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient reported an elective replacement indicator (eri) error code on (B)(6) 2015. There was dissatisfaction with implantable neuro stimulator (ins) longevity. The patient saw his new health care provider (hcp) a couple months ago and was told that the device should last until (B)(6). The issue was with the left implantable neuro stimulator. The patient was redirected to their hcp to discuss replacement. There were no patient symptoms reported. The indications for use (ifus) were parkinsons dual and movement disorders. **please see manufacturer report #3004209178-2015-16794 for information on the patient's concomitant system.